Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and patient underwent chemotherapy and radiation for cervical cancer in "2020". Chemotherapy and radiation for cervical cancer is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ hematoma: unable to observe as it is not related to the device. Additional observations: ¿ observed 1 opening assessed as fold flow opening. ¿ stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rightt side capsular contracture, baker grade IV and patient underwent chemotherapy and radiation for cervical cancer in "2020". Chemotherapy and radiation for cervical cancer is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and patient underwent chemotherapy and radiation for cervical cancer in "2020". Chemotherapy and radiation for cervical cancer is not device related. Device remains implanted.